Event description:
It was reported that during a ptca/stent procedure, the stent came off the balloon before use in the patient; however, this went unnoticed. The balloon was inflated without the stent on it and the vessel became dissected.